Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the cgm reading was around 40 mg/dl so the patient ate some candies based on the cgm reading. On (B)(6) 2025, the patient experienced headache and stomach pain. The parents took her to the emergency room (ER). There they took a bg reading which was 307 mg/dl and the cgm reading was 46 mg/dl. The patient was treated with humalog and lantus insulin. The patient was discharged on (B)(6) 2025. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. At the time of the report, she was already feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid when checked in the ER on (B)(6) 2025. No additional patient or event information is available.